Event description:
Health care professional reported pt complained of decreased pain relief. Health care professional delivering baclofen made from powder. Catheter found to be epidural, not intrathecal. Health care professional explanted the three year old pump and reimplanted pt with a new pump. Health care professional requested destructive analysis of the pump due to the particulate matter from the mixture. Health care professional and pharmacist advise that device is not approved for baclofen power mixture.